Event description:
The customer reported that the pacer functionality was malfunctioning. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the pacer functionality was malfunctioning. There was no report of pt impact. The local philips rep resolved the issue by replacing the front panel/keypad assembly.